Event description:
It was reported that during reprocessing, the deflectable videoscope displayed an e226-scope communication abnormality. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b31 (scope communication error). A root cause could not be identified. Based on the results of the investigation, the definitive root cause for the error code e226 could not be determined. However, it was found that scope communication error b31 was due to a damaged charged couple device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.